Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.

Event description:
Same event as manufacturer's #6000093-2006-02167. It was reported that during a ptca procedure, the 4mm x 15mm quantum maverick monorail balloon ruptured. The number of inflations and to what atms is unknown. The lesion was located in the ostial right coronary artery (rca). The physician then attempted to use a 4mm x 20 quantum maverick balloon, however, that balloon ruptured as well. The physician also attempted to use a voyager balloon, which also ruptured. The procedure was not completed. No patient injuries or complications were reported. Patient status reported as 'okay'.